Event description:
It was reported that when the handpiece was running a blade came out of the device and fell onto the floor. Then after putting a blade right back in a second time it came out again and was caught in mid-air. The case was completed with another device. There was no pt or user injury. There was no medical intervention or any adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and repair. An eval will be conducted, and a f/u report will be submitted after the quality investigation has been completed.